Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 09/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure: unk. What are the patient comorbidities/concomitant medications? Unk. What is the alleged deficiency with the prolene mesh involved? After using the product during the operation, the patient's temperature increased. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Maybe related to product. What is the patient's current status? Stable.

Manufacturer narrative:
Product complaint #: (B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure what are the patient comorbidities/concomitant medications? What is the alleged deficiency with the prolene mesh involved? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?   Adverse events associated with patient's second event reported via mw # 2210968-2021-06642.

Event description:
It was reported that a patient underwent a right inguinal tension-free hernia repair under spinal anesthesia on (B)(6) 2021 and the mesh was implanted. It was reported that the operation begun at 09: 35 on (B)(6) 2021 and ended at 10: 20, and the temperature was 36.2 ° c. It was reported that the patient experienced post-op inflammation. The patient's temperature was 37.5 ° c at 07: 00 on (B)(6) 2021, which was not treated. At 16: 24 that day, the patient's temperature was 38.6 ° c, and diclofenac sodium suppository was administered rectally immediately. After one hour, the patient's body temperature dropped to 37.2 ° c. Additional information was requested.